Manufacturer narrative:
Investigation summary: photo received for investigation. Upon visual evaluation, it is possible to see four collective boxes wrapped in heat-shrink film, one of the four boxes does not have a label, therefore the incident is confirmed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is human error, it likely generated during the packaging process due to operators not placing and verifying the identification label.

Event description:
It was reported that the bd plastipak¿ luer lock syringe had no label on it. The following information was provided by the initial reporter, translated from spanish: "material without identification label."

Event description:
It was reported that the bd plastipak¿ luer lock syringe had no label on it. The following information was provided by the initial reporter, translated from spanish: "material without identification label."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.